Manufacturer narrative:
The serial number of the 1st c702 analyzer is (B)(6) and the serial number of the 2nd c702 analyzer is (B)(6). The calibration was last performed on 15-nov-2024 and it was acceptable. The qc was within the ranges. The field application specialist replaced the lamp and cuvettes. He also performed a hardware check test for both analyzers and showed issues with precision for another test. The alarm data showed several pressure sensor and sample probe wash failed alarms present on the c702 serial number (B)(6). The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 2 cerebrospinal fluid patient samples tested with total protein urine/csf gen. 3 (tpuc3) assay on 2 cobas 8000 c702 module analyzers. Sample 1 (patient 1): sample 1 was initially tested and repeated on the 1st c702 analyzer resulting in tpuc3 values of 234.00 mg/l and 311.00 mg/l. Sample 1 was then tested and repeated on the 2nd c702 analyzer resulting in tpuc3 values of 194.00 mg/l and 191.00 mg/l. The value of 194.00 mg/l was deemed to be correct and reported to the physicians. Sample 2 (patient 2): sample 2 was initially tested and repeated on the 1st c702 analyzer resulting in tpuc3 values of 124.00 mg/l and 137.00 mg/l. Sample 2 was then tested and repeated on the 2nd c702 analyzer resulting in tpuc3 values of 0.00 mg/l. A 2nd sample aliquot from the same draw was used and tested on the 1st c702 analyzer resulting in a tpuc3 value of 349.00 mg/l. The value of 349.00 mg/l was deemed to be correct and reported to the physicians. The customer repeated the samples as the initial results didn't match the patients' clinical pictures.

Manufacturer narrative:
Sections d1, d2a, d2b, d4, g1 and g4 were updated. The customer mentioned that they had clots on the day of the event. Another sample was tested for tpuc3 and resulted in a csf value of zero. The customer then performed an automatic predilution 1:3 on the analyzer and the result obtained was as expected. No actual results were provided. A general reagent issue can be excluded since calibration and qc data were acceptable. On (B)(6) 2025, the field service engineer replaced and cleaned the sample probes. No further issues were reported after replacing the sample probes. The root cause was consistent with a pre-analytic issue at the customer's site and hardware maladjustments. Preanalytics are within the customer's responsibility.